Manufacturer narrative:
Analysis was able to confirm the customer comment the programmer began to produce smoke and shut down. It was noted that the programmer was unable to stay powered on due to a burnt-out power supply. It was also noted that the display dropped and did not stay in position due to worn lower display hinges and that the system fan was noisy. The programmer hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the interrogation of an implantable device the programmer began to produce smoke and shut down. The programmer was returned to service. There was no patient involvement.